Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Infection and thrombus, and right heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported from the site that the patient called on (B)(6) 2017 complaining of with high watts and high flows with dark colored urine. It was stated that the patient went to the emergency room (ER). It was further stated that tissue plasminogen activator (tpa) was administered at 0300 on (B)(6) 2017. It was also stated that the patient had a recent driveline infection and was started on intravenous (IV) antibiotics on (B)(6) 2017. Patient has a history of non-compliance. After tpa dose power and flow returned to baseline, however patient with started with respiratory distress and required intubation. It was stated that the patient was currently on the ventilator with several inotropes. It was stated that the patient was taken to the operating room on (B)(6) 2017 for a pump exchange due to re-elevation of powers and that the pump would be returned to manufacturer for analysis. It was stated that the patient remains intubated. No additional information available.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed abrasions on the lower housing ceramic surface and matching inferior surface of the impeller as well as faint abrasion on the upper housing ceramic surface and tip of one blade of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. Of note, it was reported that tpa was administered after which flow and power returned to baseline. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.